Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer's report number: 2916596-2021-01276.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event of a driveline fault alarm was confirmed with the submitted log files. The log file captured driveline fault/yellow wrench alarm events that were active as a result of the data values being out of range. A system controller exchange was performed on february 5. The data retrieved from the second system controller did not capture a driveline fault alarm. However, the log file captured similar driveline data values that suggest an issue with the underlying wires in the driveline. A root cause could not be determined through this evaluation. Additional information communicated on 23feb2021 indicated only the external portion of the repaired driveline will be returned. The system controller is not expected to be returned. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s system controller was exchanged. It was confirmed that there is an issue with a conductor degrading. No additional information provided.